Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735999, ubd: unknown, UDI#: unknown. H3 and h6: no products have been field evaluated or returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 applies to failed to detect universal serial bus (usb)/serial advanced technology attachment (sata) adapter a13 applies to data migration tool kept failing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while upgrading the planning station from operating system 1 (os1) to operating system 2 (os2), the data migration tool kept failing. When attempting to run the tool, the system prompted a "failed to detect universal serial bus (usb)/serial advanced technology attachment (sata) adapter" message. The clinical specialist (cs) tried using all usb ports on the planning station with no change and reseated the sata connection on the old usb with no change. The cs continued with manual data migration to proceed. There was no patient involvement reported. Additional information was received. It was reported that manufacturer representative (rep) able to transfer data manually, marked resolved on call.